Event description:
Status post right total hip unipolar arthroplasty with migration and proximal osteolysis. Complete wear through a trunion bearing mechanism with significant titanium matallosis medial migration and osteolysis with cavitary lesions in the acetabulum and proximal femur. Completely destroyed trunion incapable of accepting secondary morris taper femoral head.